Event description:
It was reported that the patient presented after receiving shocks. Episodes collected show oversensing somewhere between 210ms and 260ms following the ventricular sense of a true r-wave. It was also reported that the patient claims to have been doing strenuous activity at the time and also received a stent at the end of june. It was further reported that the right ventricular (rv) sensitivity was programmed to .45mv from .3mv. Also the physician set the electrogram (egm) storage to rv tip to ring for sensing, which was previously set coil to coil. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.